Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis could not confirm the reported event; the device passed incoming functional test. It was noted the bail attachment covers were cracked and the ring attachment was bent.

Event description:
It was reported the external pulse generator (epg) was on and the battery was ok but the epg did not pace. It was further reported the patient was totally dependent of the epg when it suddenly stopped to pace without any low battery warning. The pace rate was set to 80. The epg was changed to another one by a doctor who was in charge of the patient. The epg was returned for service. No patient complications have been reported as a result of this event.